Event description:
The event involved a tego® connector where the transparent silicone/rubber inside the yellow component reportedly came off during disconnection of patient's line from the valve. The anti-reflux valve folded and there was air backflow. The catheter was clamped immediately and a 20 cc syringe was used to remove blood and suction/evacuate any air that may have come up. There was a blood loss/leak (< 20ml) and possibly an unspecified amount of physiological serum that also leaked. The device was changed without further issues encountered. Device installation date: (B)(6) 2022. Date of removal: (B)(6) 2022. There were no consequences for the patient due to the rapid reaction of the nurse to clamp the arterial line in order to avoid the entry of air into the line. The technique of dialysis used was hemodiafiltration (hdf) post. Although there was patient involvement, there was no human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Additional reporter: facility: hemotech sas. Contact name: (B)(6). Occupation: vigilance assistant address: (B)(6). Email: (B)(6). Phone: (B)(6).

Manufacturer narrative:
A single used d1000 tego connector was returned for investigation. The seal was confirmed to be torn and completely separated from the yellow body at the top rim of the d1000 tego assembly. Investigation did not reveal any evidence of misuse but there was evidence of missing and misplaced silicone adhesive during assembly that could lead to this type of malfunction during disconnection from a blood set. The probable cause is a manual assembly error during manufacturing where silicone adhesive was misplaced or missing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information can be found in d9 - date returned to mfg: 7/20/2022 and h6 - adverse event problem component code.